Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide a correction to the initial with information inadvertently left out (g2). Since the device lot number and event date were unknown, the device history record (DHR) for the one year prior to the notification date was inspected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned, and the root cause of the suggested event could not be determined. The event can be detected/prevented by following the instructions for use which state: "aspirate fluids such as mucus and contrast medium that adhere to the cutting wire, tube, and body cavity tissues. If output is activated with these fluids adhering, patient injury such as perforations, bleeding, mucous membrane damage, and thermal injury of tissue could result." "Do not pull the slider abruptly. The distal end of the insertion portion will bend rapidly, which could result in patient injury, such as perforations, bleeding, mucous membrane damage, or thermal injury of tissue." "Do not tighten the cutting wire more than necessary, and do not force it against the papilla of vater. This could result in patient injury, such as perforations, bleeding, or mucous membrane damage." "Make sure that electricity is supplied to the instrument when making an incision. Any incision without electricity may result in patient injury, such as bleeding or mucous membrane damage." "Do not loop the a cord or bundle it with cables from other medical equipment (electrocardiograph, endoscopic video system, electrosurgical unit, etc.). High-frequency signals and spark discharge noise during cauterization may cause malfunctions in other medical equipment that could have an adverse effect on the patient. Another possibility is that output from the electrosurgical unit will be abnormal and could cause patient injury, such as perforations, bleeding, mucous membrane damage, or thermal injury of tissue." "Keep observing the target site under x-ray or endoscopic image during balloon dilation to ensure that the balloon is being inflated to the intended diameter at the target site. Otherwise, perforation, bleeding, or mucous membrane damage can result." "Keep monitoring the barometer of the inflation device to make sure that the intended pressure is being applied. Applying more pressure than intended can result in perforation, bleeding, or mucous membrane damage." "Do not move the balloon out of place during balloon inflation. Doing so may result in perforation, bleeding, or mucous membrane damage." "Do not inflate the balloon higher than the diameter of the bile duct. Doing so can result in perforation, bleeding, or mucous membrane damage." "Do not inject the inflation fluid rapidly. This can result in perforation, bleeding, or mucous membrane damage." "Do not apply a pressure larger than the maximum inflation pressure (3.5 bar). The balloon may burst, resulting in perforation, bleeding, or mucous membrane damage." "Do not force the instrument into the dilation site. This can result in perforation, bleeding, or mucous membrane damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a therapeutic endoscopic retrograde cholangiopancreatography (ercp) with stone extraction procedure was performed on a patient with a relatively narrow bile duct. The balloon dilator was used to perform an incision, balloon dilation, and papilla procedure to remove stones. After surgery the patient had symptoms of bile stasis (cholestasis) representing a similar condition to cholangitis. The customer reported this was not serious. Treatment and hospitalization status for the patient's cholangitis condition was unknown. The patient's current condition was reported to have no specific health problems.